Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation of an unspecified vessel, the fox sv balloon was inflated to 10 atmospheres and ruptured. There was no adverse patient effect. No additional information has been provided.